Event description:
Two months after getting my saline breast implants I started developing symptoms, anxiety at first, numbness, tingling. Got a full hysterectomy in (B)(6) 2008 because I had my period for 6 months after getting them. Over 8 years, I developed more symptoms, brain fog, extreme food allergies, malabsorption, joint pain, confusion, cognitive issues. I just couldn't function, severe fatigue, and more; many of my issues went away after getting them removed in (B)(6) 2015 but I am still stuck fighting guy issues, over production of histamine and fatigue. Chemical sensitivity, light and sound sensitivity. They ruined my life I have never been the same and don't know that I ever will be. We need warnings. They are poison.